Event description:
The surgeon attempted to implant a cc4204bf plate collamer lens. The surgical technician stated that the lens haptic tore when the lens was being advanced through the cartridge prior to insertion into the eye. No pt contact. The facility believes that it was due to the cartridge that the lens tore. The injector model and lot numbers were not specified by the facility. The cartridge model sfc-25 fp, lot number was not specified by the facility.

Manufacturer narrative:
Visual inspection of the returned product showed that one lens haptic was torn. Surgical residue/debris on product. Conclusion: the root cause for this event cannot be determined because the cartridge and injector were not returned.